Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime was reported and is a known cause of this alarm. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who did not follow therapy steps during peritoneal dialysis (pd) therapy. The patient was connected to the homechoice patient line before priming was complete and prior to the ¿connect yourself¿ prompt. The patient would continue therapy with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.